Event description:
Procedure: gastrectomy. According to the reporter: when the device was fired the staples dispensed but did not form. Therefore, the staple line had to be over sewn with suture, 30 minutes extra time was added to the case, and 100 cc blood reported lost. The patient is stable.